Manufacturer narrative:
H10: the lot number for the malfunctions are unknown, therefore the manufacturing reviews could not be conducted. One device was returned to bd for evaluation and confirmed break. The other malfunction had a photo and images provided and reviewed, and the investigation is inconclusive. A definitive root cause could not be determined. The devices is labeled for single use. H10: g4 h11: d4, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk hickman s/l catheters chronic catheter allegedly experienced a break. This information was received from various sources. Both malfunctions involved patients with no patient injury. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
One device was returned to bd for evaluation. The other malfunction had a photo provided and reviewed, and the investigation is inconclusive. The other investigation is still pending evaluation. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk hickman s/l catheters chronic catheter allegedly experienced a break. This information was received from various sources. Both malfunctions involved patients with no patient injury. Age, weight, and gender were not provided for the patients.